Manufacturer narrative:
The device was received for evaluation. During evaluation, the device did not recognize an open door. The cause was identified to be the upper hook switch stuck inside. The upper auxiliary requires replacement to address this issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device did not recognized that the door was open. No additional information is available.